Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting out of range impedance measurements which triggered the lead safety switch (lss) on the associated pacemaker. System evaluation noted ventricular noise stored on the egms. Unipolar thresholds and sensing measurements were good and daily measurements showed all normal impedance measurements. The lead was reprogrammed back to bipolar configuration and everything looked good.

Manufacturer narrative:
A boston scientific crm technical services consultant suggested pocket manipulation while evaluating the egms and pacing impedance. The patient is only paces 4% in right ventricle and is not pacemaker dependent so they may increase the av delay and leave the patient at her own rate. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.